Event description:
The customer reported that the device spontaneously charged during use on a pt in AED mode. The involved pt died, but the customer does not allege that the device was a factor in the pt outcome.

Manufacturer narrative:
The customer reported that the device spontaneously charged during use on a pt in AED mode. The involved pt died, but the customer does not allege that the device was a factor in the pt outcome. A philips rep evaluated the device. There was no event summary or ECG strips from this incident available for review. There were no errors in the system log and the device passed all testing. The symptom could not be replicated. The configuration of this device was changed such that it will now print on charge and print on shock. This configuration change will allow ECG strips to be generated during future use of the device. The device remains in use at the customer site. There is not enough info to support that a malfunction occurred. We are considering this issue a user misunderstanding regarding AED use and no malfunction of the device.